Event description:
Info received indicates the bed exit is alarming but there is no sound.

Manufacturer narrative:
The tech isolated the issue to the power control module (pcm). He replaced the pcm to repair the bed.